Event description:
The customer reported that the v60 ventilator had a large deviation in the oxygen concentration. The device was in clinical use when the issue occurred. No patient impact and/or harm was reported. The user was restricted from using the device, and the device was removed from service. No user harm was reported. This investigation is ongoing.

Manufacturer narrative:
E1:reporting institution name: (B)(6) .reporting institution phone #: (B)(6).reporter phone #: (B)(6).